Event description:
It was reported that the patient had their ipg explanted and replaced on (B)(6) 2019. Effective therapy was established post op.

Manufacturer narrative:
An inoperable implant was reported to abbott. The implant was subsequently explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. Consequently, the patient will undergo surgical intervention as the next course of action.